Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite our attempts to receive further information regarding the device and event, no response or sample for evaluation was received from the health-care provider. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
On (B)(6) 2011, a response was received from the surgeon through our sales rep indicating there was nothing wrong with the ring. "The reop was conducted because of ring deplacement, totally [coming] loose from the sutured mitral position. Patient was suffering from a severe cardiomyopathy and the mitral tissue was displaced."

Manufacturer narrative:
(B)(4) - dehiscence of the ring. Additional manufacturer narrative: on (B)(6) 2011, sales received a response from the surgeon indicating that the device had come loose from the sutured mitral position. He commented that the patient was suffering from a severe cardiomyopathy and "the mitral tissue was displaced." He also indicated that this was not due to a malfunction of the device -- nothing wrong with the ring and in this case, the device was replaced with the same model, same size device.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the device was explanted after an implant duration of 1 month 1 day (1.03 months) due to unknown reasons.